Event description:
It was reported that during a cryo ablation procedure, when the balloon catheter was inserted into the sheath, "fine air continued to escape." The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the "fine air" was referring to fine air bubbles and that "continued to escape" was referring to the air bubbles coming out of the sheath side port.

Manufacturer narrative:
Product event summary: an image file and the 4fc12 sheath with lot number 0012105718 was returned and analyzed. The returned image showed a dilator completely inserted inside of a sheath with no visible lot or serial number. The reported issue was not observed in the image file. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomalies were identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issues. The dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed the dilator luer and tip was intact without any issues. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.026 psig. The flushing test with six psig showed the pressure decay in the device was 0.005 psig. The aspiration test with a negative pressure of 4.1 psig showed the pressure decay in the device was 0.017 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In c onclusion, the reported "air ingress during aspiration" issue was not observed/reproduced with the returned sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.